Event description:
It was discovered by our laboratory staff that a specific lot of cytyc preservecyt solutions was discolored (gray/black in appearance) and contaminated (particulate matter). Calls were immediately placed to the local sales rep and cytyc technical support to report the problem and obtain product replacement. Alerts were distributed to outside clients (clinics) and within the facility for staff to check inventory and pull affected lot numbers. The next day, cytyc technical support was contacted by lab and discussion ensued regarding return/replacement process. Lab expressed concern regarding validity of tests, especially hpv tests, and how to respond to clients. Learned no report was made yet to cytyc qa regarding problem and the rep was unsure if qc materials for this lot were retained. Because an outside healthcare facility runs hpv tests for our lab, we notified this facility of the discolored solution in the vials. 25 affected vials had been sent to their lab for hpv testing. The following day, lab contacted cytyc - 452 vials packaged for return. Cytyc rep questioned how we store products and indicated problem may be with how we store vials since problem isolated to only our location. Lab explained our process for distributing specimen collection supplies to our clients. Lab suggested they notify their customers as it is a very subtle change in color and might not easily be noticed - only a few vials were a dark gray color. Next, cytyc questioned why we notified another healthcare facility and the relationship between our two facilities was explained. Internally, slides from affected vials were screened. Pathologist does not believe morphology is affected. Acellular debris is present. Eleven days later lab called cytyc and was informed they are performing some internal testing and also sending product out for external testing. Cytyc was unable to provide additional information and said they would send a report in a week or two. No report received to-date. Lab contacted cytyc regarding results. Cytycs response: it appears to be a substance introduced into the vial during the filling process; part of the manufacturing process. This does not affect testing. When asked why our facility was not contacted with this report, the response was that they did contact the facility that runs the hpv testing for our laboratory. The rep. Could not explain why our facility was not contacted. Lab instructed to contact a manager for additional information. Message left a manager requesting a letter to send to our physician/clinic clients to assure them that test results are valid. No response to date.